Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found a defective rinse tube assembly. A broken/leaking tube in the rinse unit caused washing fluid to drop into the cuvette. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 180 mmol/l. The repeated result was 137 mmol/l. The questionable result was not reported outside of the laboratory. The sample was repeated because the initial result was unbelievable.